Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: the reporter indicated that the patient made changes to the basal program. The last basal delivery was on (B)(6) 2015 at 9:22am. A 2 hour manual suspend followed by 4 hour power interruption was observed on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The ¿ez-prime¿ steps were performed correctly; there were no errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after 24 hours on 1 unit/hour basal duration test. The pump delivered within specification and the reported ¿inaccurate delivery¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 31.5mmol/l with moderate ketones and symptoms of extreme thirst and extreme urination. There was no indication of medical intervention. The basal history reportedly did not match the active basal program. The patient reportedly discontinued insulin pump therapy and used an alternative form of treatment. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.